Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pockets had failed due to the refrigerator door not being properly closed. A field service engineer shut down the unit and inspected the door cables on both the bbb board and the ic3 board. Then adjusted the magnet lock screw and tested the unit. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator had pyxis fridge cubies failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.